Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 10 inappropriate shocks due to t-wave oversensing and a change in the patient¿s morphology. At this time the s-ICD system has been reprogrammed and remains in service. No adverse patient effects were reported.